Event description:
It was reported that the left ventricular (lv) lead dissected the anterolateral vein during implant attempt and that the vein was occluded. The lead was not used. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.